Event description:
Hcp reported that during testing, the device is overheating and also high pitch noise when running. There was no patient impact associated with the event.

Manufacturer narrative:
Overheating could not be confirmed as the motor was stalling with xps 3000. Hence pre-repair temp test could not be performed. Opening handpiece found housing and motor cable assembly heavily corroded. If information is provided in the future, a supplemental report will be issued.